Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
No product related to this case is expected to be returned. Iu is unable to make further statements because product is not available for additional investigation. The customer's allegation of display defect could not be tested as no product related to this case is expected to be returned. This case is set to not verified, no investigation possible based on the iu's inability to test for the customer allegation. Device was not returned.

Event description:
Patient's mother reported there are 2 black lines in the display of the blood glucose monitor and that one of them affects the result area. Patient also stated the serial number is wiped off; the back of the monitor is blank. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged blood glucose monitoring device for evaluation.